Manufacturer narrative:
6/5/97-supplemental report #1 submitted to FDA.

Event description:
During a total gastrectomy procedure, the suture disengaged from the jaws. The surgeon applied another device without pt injury.